Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the reservoir and oxygenator fx25 unit was water tested with heater cooler unit. During this test, there was an increase rise in fluid in the reservoir. No patient involvement. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 20, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3. Date received by manufacturer. G6. Indication that this is a follow-up report. H2. Follow-up due to additional information. H6. Identification of evaluation codes 3331, 4114, 3221, 4315. The affected sample was not returned for investigation; therefore, a thorough evaluation could not be performed and a root cause could not be determined. A review of the device history records revealed no manufacturing issues related to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.